Event description:
It was reported that at a periodic follow-up it was found that there was high bipolar impedance and a polarity switch had occurred on the right atrial (ra) lead. Noise was observed by pressing on the chest. Fracture was suspected but could not be confirmed on x-ray. The lead was left in unipolar and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a5dr01 implantable pulse generator (ipg) (B)(6) 2010; 5054-52 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). High atrial sic counts were observed with 203,144 counts on the lifetime counter, most of these counts occurring since the (B)(6) 2013 session. Weekly pacing impedance trend data shows max a.pace bipolar impedance increased to > 4000 ohms the week ending (B)(6) 2013. (B)(4).

Event description:
It was further reported that oversensing due to noise was observed at a follow-up check and the physician suspected the noise was due to myoelectric potentials. The sensitivity was adjusted and the lead remains in use in unipolar with continuing follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.